Event description:
The customer called into technical support (ts) reporting that the device has a vertical line from top to bottom on right side of the screen. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Device evaluation and repair are pending. Investigation is ongoing.

Manufacturer narrative:
The removed user interface assembly was returned to the failure investigation lab (fi). A visual inspection of the user interface assembly revealed no evidence of damage or contamination. The fi technician installed the user interface assembly into a fi ventilator to duplicate the reported issue. Replacement of the lcd display assembly to fi test lcd corrected the problem on the customer returned user interface (ui) assembly.

Manufacturer narrative:
The customer stated that the device was being set up when the issue occurred. There was no patient or user harm that was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the brightness is already set to 5. The customer replaced the ui assembly and the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards.